Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported recurring issues with dexcom g7 continuous glucose monitoring (cgm) sensors, including failures and brief sensor errors. The user stated that their blood glucose (bg) was reading ¿high¿ on the ilet the previous day, confirmed by a fingerstick of 426 mg/dl. The agent advised contacting beta bionics customer care first when sensor or bg issues occur for troubleshooting assistance. At the time of the call, bg was 246 mg/dl by fingerstick and 265 mg/dl on the ilet, trending downward. The user was informed that calibration is unnecessary unless readings differ by more than 20%. The highest blood glucose (bg) recorded was 426 mg/dl. Bg was corrected through a supply change and sensor replacement. The user's reported symptoms included nausea, thirst, and lightheadedness. No medical intervention was required at the time of call.